Event description:
A malfunction alarm was reported by the customer, identified as "malf 1." There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the customer successfully reset it with no recurrence of the malfunction code. The customer was advised to contact technical support again if any issues reoccur, and they acknowledged this instruction.